Manufacturer narrative:
H2 correction: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep thought there was an issue with the calibration on one side of the imaging system.

Event description:
It was reported that it could be user error, someone bumping the frame, or the competitor equipment being used, since the manufacturer representative (rep) noticed zero issues while using medtronic equipment to test accuracy. During another case, it was thought that only one side of the imaging system's accuracy was ¿off¿ and after attempting to use a different imaging system for the same case, there were no issues with accuracy. Itis unknown what event caused the imaging system inaccuracy, as that imaging system had been in use consistently and working perfectly up until it was reported.

Manufacturer narrative:
H2 correction: updated b3, d4 and initial aware date should have been 2025-jun-04. H2 additional information: updated b5. H3, h6: a software analysis was initiated. No failure was found. According to the case description, the surgeon experienced inaccuracies during the case, which involved swapping camera carts between two navigation systems. Medtronic instruments navigated perfectly, but inaccuracies were observed with 3rd-party instruments attached to trackers. The team used the vertex tool card to verify the 3rd-party instruments. Despite the issues, the surgeon completed the case successfully with all screws implanted as planned. Based on the information provided, the inaccuracies were likely limited to the 3rd-party instruments and the associated workaround for verification, and off-label use of cranial reference frame. The medtronic instruments functioned as expected, this did not appear to be an issue with the software. Previously reported codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case, the surgeon experienced inaccuracies. The case was used by both navigation systems, and the account had swapped camera carts between systems. The healthcare professional (hcp) was not at the account during the call, so serial numbers could not be gathered. One navigation system was used for surgery in t1 and t2, where a spine frame was used, and the other navigation system was for c1, where they had attached a cranial frame to a non-medtronic system. The hcp said that the medtronic instruments navigated perfectly, but the instruments that were inaccurate and attached to their trackers were inaccurate. Instruments noted to be used were 3rd party. They had picked the vertex tool card to trick the system into verifying the 3rd party instruments. The hcp was confident that the inaccuracies were limited to non-medtronic products only, as none of the medtronic attachments were inaccurate. They had also swapped camera carts at this time, to attempt to troubleshoot the inaccuracy themselves. Despite the inaccuracies, the surgeon decided to continue using the navigation system and finished the case with all the screws being implanted per the plan. It was noted that using the 3rd party spine instruments with the tracker and connecting a cranial frame to a non-medtronic system for a spine case was off-label. The non-medtronic system may have been presenting accurate navigation in this case, since there were no complaints when navigating medtronic instruments. There was less than an hour delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version#: 2.1.0, h3, h6: a medtronic representative went to the site to test the equipment. They were unable to replicate the issue and no inaccuracy issues were detected. Hardware was not replaced and the system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.